Event description:
The flowtron universal unit (compression device) over-inflated due to detecting the wrong type of garment connected. The unit inflated to 130mmhg when it should have only inflated to a max of 40mmhg. It is in fact indicating a foot garment is attached when there is no garment attached.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4). On behalf of the manufacturer ((B)(6).) It was reported to us (manufacturer) that one of our systems failed to correctly produce the required pressure of 40mmhg for a calf garment. After reviewing the information provided, it can be confirmed that there was no patient involvement with this event, but more of a concern from the facility over the potential for injury, therefore, it was reported. We (manufacturer) evaluated the actual device to find that the tube-set feeding the air to the garment was faulty and causing the system to produce an inaccurate reading. In the event of this malfunction the risk to patient is as follows: as per the products risk analysis documentation, this type of malfunction has not been recorded, however, the risk of pressure in calf garments greater than 65mmhg has been assessed ((B)(4) - section: 1.9.7). The risk is deemed 'broadly acceptable' with the benefits outweighing the risks. The patient may suffer discomfort and skin damage and medical intervention may be required. In relation to this type of malfunction, the risk is further reduced due to the following: the system provides pressure for two types of garments- foot garment (130mmhg) and calf garment (40mmhg), which can be identified by the user from the display screen on the system. In order to start therapy, the user must perform an action via the display area, whereby any failures of the tube-set would be clearly seen. In this instance, the presence of a foot garment instead of a calf garment was present informing the user/carer that a fault has occurred. Should the user/carer fail to identify that the garment display is incorrect and continue to run therapy, because the calf garment bladder is larger than a foot garment bladder the software will think there is a leak in the garment because it cannot completely fill the bladder during the set inflation period (2 seconds), therefore, the pressure in the garment would never reach 130mmhg, but more likely 80-90mmhg. After approx. 3 cycles (2 mins) a visual alarm will occur alerting the user/carer. We also provide adequate cautions in our IFU (ref: 507900en) to support the user in the event of pain (garments should be removed immediately if the patient experiences tingling, numbness or pain) and installation of tube-sets. The device was evaluated by us and the failed tube-set was replaced.